Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies during an unrelated procedure due to electromagnetic interference from electro cautery usage. Physician stated that the magnet did not work properly. The patient was stable post procedure.